Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of persistent pain at his scs ipg site which had reportedly become worse. Reportedly, the patient's ipg was implanted at the patient's waist band on the rear right side and if the patient wore anything other than elastic waist trousers or pants the site would become more painful. The patient stated the pain was accompanied with some heating and was present whether the stimulation was off or on. Surgical intervention was taken on (B)(6) 2017, the physician moved the patient's scs ipg pocket. Follow up identified the patient reported .the new position of his generator eliminated the pain at the pocket site.